Event description:
It was reported a perforation and pericardial effusion occurred. Prior to the procedure, the patient was noted to have a trace baseline pericardial effusion. A WATCHMAN Access System (WAS) and a 24mm WATCHMAN FLX Pro Left Atrial Appendage Closure Device and Delivery System (WDS) were initially selected for use. The procedure was initiated; however, the physician experienced difficulty reaching the septum using the WAS FXD Double Curve sheath and VersaCross Connect system. An attempt was then made using a TruSteer sheath with the VersaCross Connect, but access to the septum remained challenging. The physician subsequently exchanged these components for an SL1 sheath and NRG needle, yet continued to encounter difficulty reaching the septum. Eventually, septal access was successfully obtained from an anterior location. At that time, no abnormalities or changes were observed compared with the baseline imaging. The 24mm WDS was then deployed and required three recaptures in an attempt to achieve acceptable positioning. The physician exchanged the 24mm device for a larger 27mm WDS. The 27mm Closure Device also required three recaptures to obtain the desired position. Following the third recapture of the 27mm Closure Device, the patient's systolic blood pressure decreased from the 150 mmHg range to the 90 mmHg range. Imaging subsequently revealed a pericardial effusion surrounding the right ventricle. The patient was monitored for approximately 30 minutes, after which the decision was made to abort the procedure and perform a pericardiocentesis to treat the effusion. The pericardiocentesis was completed successfully, and no additional complications were reported.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.